Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The instrument history review showed the device underwent a flexible medical overhaul on (B)(6) 2020, and on (B)(6) 2020, ns unit replacement. DHR review confirmed that the subject device was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the cause of this event was determined as breakage of the bending tube. Although the cause of breakage of the bending tube was not identified, a way of handling the endoscope as mentioned below was determined as a cause. When the endoscope is inserted into the lower kidney calyx or urinary tract, the endoscope is excessively pushed while its bending section is bent. If the user follows the IFU ¿instructions for safe use¿, damages in the bending tube can be decreased. However, there is a possibility of deviation of the user¿s usage from the instruction. The following description is included in the IFU for detection method of this event. This time, the suggested event was properly detected in accordance with the IFU. 3.3 inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. In order to prevent occurring this event, warnings and cautions about a way of handling the endoscope which may result in damages in the bending tube is described in the addendum IFU ¿instructions for safe use¿ in the package contents. If the user follows the instruction, damages in the bending tube can be decreased. However, because of deviation of the user¿s usage from the instruction, it was assumed that the bending tube was damaged.

Manufacturer narrative:
The device was returned to the service center for evaluation. The bending section rubber was found to have a hole/cut and a leak. The bending section was found collapsed. The light was found to be dim due to 10 percent of the fibers being broken. No other abnormalities were noted. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the scope was noted to have a leak at the tip. There was no patient involvement reported.